Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user discarded the test strips that gave him the inconsistent bg readings. The user stated that the aforementioned test strips were opened two weeks prior to contacting dario. The user also stated that he is a paramedic and understands how to store test strips. The user reported that he opened and tested with a new cartridge of test strips and received bg readings that are in range for him. A replacement of dario's strips was sent to the user in order to replace the cartridge that he discarded. There is not enough information regarding the dario meter and dario strips to investigate. No resolution is available.

Event description:
Hold for ek 5/5/26 on (B)(6), the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that in the past few days, he received consecutive bg readings of 193 mg/dl, 139 mg/dl and 93 mg/dl from his dario meter. The user stated that these readings were taken within minutes of each other.